Event description:
The tubing separated near the base of a connector immediately after attaching the kit to the patient. The hospital reported approximately 1cc of blood was lost. No additional treatment was performed as a result of the blood loss.